Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly and motor. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that they received a battery out limit alarm as well. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were treating the high blood glucose with manual injection. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.